Event description:
Wife stating husband having to test multiple times until the strips take the blood and work in the meter. Dose, frequency and route used: tests 8 x per day. Therapy dates: patient has tested for years. Diagnostic for use: type 2 glucose testing.